Event description:
Voluntary medwatch received states that the patient presented with right ventricular lead that exhibited unspecified over-sensing and high number of short ventricle-to-ventricle intervals. No intervention was reported. The lead remains implanted and in service. There were no patient consequences.